Event description:
At the end of a tonsillectomy, small, burned, blister-like area noted in right corner of pt's lower lip. Small line of white discoloration noted on right nostril. Bovie unit was used during procedure.